Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the pump was inaccurately delivering and that on (B)(6) 2014 the patient experienced elevated blood glucose (bg) over 400 mg/dl with small ketones and abdominal pain. The reporter stated that the patient was put on a clinical manager¿s demo pump and bgs returned to normal. Reportedly the patient was using the same site, insulin, and cartridge with the demo pump as with the patient¿s pump. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an allegation that the pump was not delivering as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/23/2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. A review of the pump histories indicated that the last basal delivery was on (B)(6) 2014 at 16:57 and the last bolus was a 7.5unit bolus on the same date at 09:57. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.